Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that her husband had experienced high blood glucose level. The customer¿s blood glucose was 600 mg/dl. It was reported that they had changed the infusion set when they had high blood glucose. The customer declined troubleshooting for high blood glucose and bent cannula. The insulin pump will not be returned for analysis.